Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler reported to fresenius they were hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. The cause of the patient¿s peritonitis was unknown. The patient¿s culture results, date of the culture, and the organism were not reported. The patient was provided pd therapy was continued in the hospital. It is unknown if any fresenius device(s) or product(s) were utilized during hospitalization. The pdrn confirmed the reported event however declined to provide additional information.

Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and liberty cycler set and the adverse event of peritonitis as there was no confirmation this event occurred during pd therapy. Regardless, it is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined as there is no confirmation of the root cause from the patient, a medical professional or otherwise. In the absence of a confirmed root cause of the patient¿s peritonitis, the liberty select cycler and liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.